Event description:
It was reported that 3 instruments were damaged or worn in evaluation set as follows: discovered threaded tip of holding sleeve (03.632.036) broken. Does not know how or when broken. Noticed the star points on two t-25 stardrive screwdriver shafts (03.632.002) are worn and do not engage screws well. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is used for treatment not diagnosis. During pre-repair assessment performed by a technician, functional testing was performed and revealed that the tip of the holding sleeve was broken. This was due to the holding sleeve being partially unthreaded from the implant interface and force concentrating on one section of the threads. Device was replaced and replacement sent to the customer. Placeholder.